Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced cannula kinking issues with five infusion sets on (B)(6) 2026 over the last two days with the infusion set inserted in the abdomen and symptoms noticed within three hours of insertion resulting in high blood glucose displayed as high was treated with correction injection via multiple daily injection.